Event description:
It was reported that the screen and printer do not work. The screen turns on and off. There was no indication from the foreign reporter of this event that a pt was involved.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Examination of the device confirmed the two reported problems of a malfunctioning display screen and printer. These were each repaired and the device was subsequently tested and returned to the customer.